Manufacturer narrative:
Continuation of d10: product ID wr9200; serial# (B)(6). Product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3. Analysis for recharger (B)(6) found led's scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) was unable to connect, the battery indicator kept blinking orange, and the patient was unable to recharge the implantable pulse generator (ipg) for deep brain stimulation therapy. A hard reset of the charger was attempted multiple times without resolving the issue. The patient was provided with a replacement device. No patient complications have been reported as a result of this event.